Manufacturer narrative:
Supplemental report

Event description:
Factory analysis of the returned power supply revealed a capacitor failure that resulted in the reported power issue.

Event description:
The customer reported when preparing to run extended self testing, the ventilator would not turn on when plugged into ac power. The device was not in use on a patient. The manufacturers field service engineer (fse) confirmed the reported problem. The fse replaced the power supply to address the reported problem. Final applicable testing was completed per operating specifications.